Event description:
It was reported that noise was observed on both the atrial and ventricular channels. The device showed inappropriate ams due to oversensing on the atrial channel. The ventricular channel showed non-physiologic noise. The pocket was opened and the lead check was clean for noise. The device was replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event of sensing anomaly was verified in the laboratory. The device was connected to appropriate loads and interrogated on the bench. The atrial channel was observed to be saturated with noise. X-ray inspection of the device found no anomalies. The device was opened for further analysis. Analysis revealed that the sensing configuration associated with the a-ring node showed noise. The reported noise was caused by a hybr rid circuit anomaly.